Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01441. It was reported, the patient experienced uncomfortable pocket heating at the ipg site while recharging and with stimulation on or off. Reportedly, the ipg would not hold a charge for a long period of time. Replacement of te charging system and reprogramming did not resolve the issue. As a result, the patient discontinued use of the system approximately one year ago. F/u revealed surgical intervention may be undertaken at a future date after the patient has recovered from a current unrelated illness. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.